Event description:
Per provider the left motor doesn't brake at the same time as the right, chair turns slightly when breaking. Please see additional reportable complaint, motor was replaced, but the issue reoccurred two weeks later where the break on the left motor will engage putting the consumer in free wheel mode.